Manufacturer narrative:
Yun, h., lee, y., kim, k., yun, s., (2015), use of auxiliary locking plates for the treatment of unstable pertrochanteric femur fractures, orthopedics, 38(5), 305-309 ((B)(6)). This report is for an unknown screw. UDI: unknown part number, UDI is unavailable without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: yun, h., lee, y., kim, k., yun, s., (2015), use of auxiliary locking plates for the treatment of unstable pertrochanteric femur fractures, orthopedics, 38(5), 305-309 ((B)(6)). Between january 2011 and february 2012, a total of 22 patients with a mean age of 78.8 years (range, 65-87 years) underwent surgery and were enrolled in this study. All patients were followed for a minimum of 1 year. The male/female ratio was 14/8. Pertrochanteric femur fractures were identified in these patients and in unstable cases in elderly patients locking compression plates were used to achieve reduction prior to intramedullary nailing with a competitor's product. The results were all delayed unions healed spontaneously, three nonunions and these patients refused further treatment, and there three cases of plate or screw failure. Patient 10 - (B)(6) male - screw pullout a copy of the journal article is being submitted with this medwatch. This is report 2 of 3 for (B)(4). This complaint involves 1 device.